Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the left circumflex (cx). Pre-dilatation was completed with a 2.5mm and 3.0mm non-abbott balloon, and a 3.50 x 15mm xience sierra rx drug eluting stent (des) was successfully implanted at the target lesion. However, after post dilatation with a 3.5mm nc balloon a distal edge dissection was noted. Another xience sierra des was implanted to cover the dissection and successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.